Manufacturer narrative:
MFR date: 06dec2019. Report date: 11dec2019. This MDR report # 2031642-2019-10059 is a duplicate of an event reported under MFR report # 2031642-2019-07361. Any additional information will be submitted under the initially reported MDR # 2031642-2019-07361. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/11/2019.

Event description:
The customer reported a ventilator with a touch screen that was not functioning properly. It is currently unknown when this event occurred. There was no allegation of harm associated with this report.

Manufacturer narrative:
MFR received date: 06 dec 2019. This MDR report is a duplicate of an event reported under MFR report # 2031642-2019-07361. Any additional information will be submitted under the initially reported MDR # 2031642-2019-07361. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.